Manufacturer narrative:
Initially in the 3500a initial it was reported that the adverse event was unexpected/unanticipated. Additional information was received on 19-jun-2024 stating that the adverse event was expected/anticipated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31020158l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial it was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure. It was an index procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a heart failure requiring prolonged hospitalization. On (B)(6) 2023, patient experienced heart failure categorized as a moderate severity and serious deterioration in the health of the subject as defined by in-patient or prolonged hospitalization with an admission date of (B)(6) 2023 and discharge date of (B)(6) 2023. Relationship to study device is not related and relationship to primary study procedure is possible. The adverse event is unexpected/unanticipated. The outcome is recovered/resolved. Intervention was medication. Bmi: 30.9 kg/m2.

Manufacturer narrative:
Additional information was received on 09-oct-2023 inactivating the concomitant product of the ¿non bwi-agilis sheath¿. Therefore, removed from d 10. Concomitant medical products and therapy dates field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).